Manufacturer narrative:
Information references the main component of the system and other applicable component is: product ID 37761, serial# (B)(4), product type recharger. Eval code-conclusion applies to recharger (serial# (B)(4)) and implantable neurostimulator (serial# (B)(4)). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that ins was not working that it would not turn on. Patient had no stimulation and it was considered sudden. Patient used their recharger and it would not turn on and there was nothing on the recharger screen. Desktop charger light was on and connector pin looked fine. On the call, patient unplugged and plugged the connector pin back in and recharger showed a warning screen "charge ins recharger". The recharger did not seem to be taking a charge from the wall. Patient used programmer on the call and the screen was blank. Patient opened battery compartment and noticed the batteries were corroded. Patient replaced batteries and got the programmer to work during the call. The programmer showed warning screen "charge ins". Patient said they charged the ins several days ago all the way up. A desktop charger was sent because it was possible that connector was broken. No further complications were reported as a result of this event. It was also mentioned that patient had carpel tunnel really bad and their hands are numb. Patient confirmed that it was not related to their device. Patient also said they need to have a carpel tunnel surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the circumstance leading to the loss of stimulation was that the "black top that plugs into the wall went out." A new desktop charger was sent to the patient and then they were "happy". No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: recharger serial# is corrected to (B)(4). Analysis of the recharger (serial # (B)(4)) revealed broken connector pins. If information is provided in the future, a supplemental report will be issued.